Manufacturer narrative:
No testing method is determined as no serial number is identified and the availability of the device is unknown at this time. Information has been requested and analysis will be determined once additional information is available.

Event description:
The manufacturer was notified on (B)(6) 2016 about a case of endocarditis of a percival valve.